Event description:
Reporter indicated that the site was converting to the new hbaic reagent and had some results that did not correlate with the results produced with the older hbaic reagent. The field engineer discovered that the instrument was run with the hemolysis reagents from both kits on board the instrument during the correlation run. The field service engineer removed the older hemolysis reagent and re-ran the correlation study. The results received on the run with the hemolysis reagent for the new hbaic showed result correlation between the two hbaic reagent kits.